Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024 explanted: (B)(6) 2025; product type- catheter h3: the catheter was returned and no significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 711.06539 mcg/day), bupivacaine (10 mg at 7.11065 mg/day), and morphine drug (.3 mg at .10666 mg/day) via an implantable pump. It was reported that the catheter migrated from t10-t12, the migration likely accounted for the change in clinical efficacy and new distribution of neuropathic pain. The catheter was revised.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative indicated that the, per pre-operative documentation from (B)(6) 2025, the patient had a chief complaint of lower back pain. The pain was located in the right lower back. Per an active medication list, the patient was receiving intrathecal fentanyl, bupivacaine, and hydromorphone. The patient was also prescribed oral cephalexin to be started the day prior to surgery and to be stopped on (B)(6) 2025. Clarification pertaining to the prescribed cephalexin indicated that oral antibiotics were to be started the day before every surgery, regardless of signs of infection or not.

Event description:
Additional information received from a clinical study and a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the event resulted in in-patient hospitalization. The catheter revision occurred on (B)(6) 2025. Per a procedure documentation from (B)(6) 2025, the patient's system was implanted on (B)(6) 2024. The patient initially experienced good resolution of pain with the intrathecal infusion. More recently, the patient noticed decrease in relief and a failed catheter dye study was completed on (B)(6) 2025, where the catheter was seen to have migrated from t10 to t12. The patient wished to continue with intrathecal drug delivery and she was therefore scheduled for a catheter revision. The hcp planned to continue intrathecal therapy once the catheter was replaced. During the procedure, the doctor used anterior-posterior (ap) fluoroscopy to identify the implanted catheter tip in the subcuticular fat and identified the catheter connection to the pump in the left buttock. The doctor identified the catheter and a nchor in the spinal pocket and dissected it free from the surrounding scar tissue. The catheter and anchor were intact with mild migration of the spinal catheter into the subcutaneous pocket. The doctor cut the anchor sutures and freed the anchor from the tissue. He attempted to bring more of the pump side catheter into the spinal pocket but could not withdraw enough catheter length to advance the catheter as cephalad planned. The doctor removed the pump and the catheter and pulled the spinal catheter through into the spinal pocket in its entirety. He then cut the spinal catheter and cerebrospinal fluid (csf) did flow from the cut spinal side catheter. He attempted to re-stylet the spinal catheter in situ but could not advance it past t10. He therefore tied the existing catheter off using 3 silk sutures and left in-situ, securing it to the fascia with 2 0-ethibond sutures to prevent migration. He then used fluoroscopic guidance to insert the manufacturer's needle into the epidural space and then onward into the intrathecal space at l2-3 without difficulty. He then inserted the new spinal catheter through the needle and into the intrathecal space and then advanced it up to t8 using ap fluoroscopy. No resistance was encountered. He saved images to disc. The doctor then removed the needle and the stylet and noted that clear csf dripped freely from the end of the catheter. He anchored the catheter into the supraspinous fascia using an anchor, which was secured with sutures. He then tunneled the spinal catheter into the pump pocket and connected a new pump side catheter to the spinal catheter using the collet within the pump pocket. He aspirated from the catheter access port (cap) and ensured good flow of csf. The doctor put the pump back into the pump back with the catheter laying behind the pump and the manufacturer's label facing outward. The pump fit surely and did not require anchoring sutures. The patient's wound was closed and the patient was transported to the recovery room. The pump was interrogated and reprogrammed to deliver a priming bolus and set to a continuous infusion dose. The catheter was to be bolused in the post-anesthesia care unit (pacu) prior to patient discharge. It was also reported that the patient needed a new catheter/collette due to a difficult surgery. The event was resolved. It was noted that the patient had a long history of intractable lower back pain secondary to lumbar radiculopathy, post-laminectomy syndrome, and opioid dependence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.